Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the light guide cable coating damage, the ultrasound connector body broken, the remote control buttons perforated, the light guide cable buckled, the lg prong corroded, the lg prong top corroded, the ultrasound connector body corroded, the us connector cable (long) crushed, the ultrasound connector body leak, and the us connector cable (long) dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.